Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. After completing a pulsed field ablation (pfa) procedure to treat an atrial fibrillation with a farawave pulsed field ablation catheter, the physician checked on the intracardiac electrogram (ice) and noticed a pericardial effusion. The effusion was immediately tapped and the patient seemed to be responding well to the treatment. The patient was discharged from the hospital. The device is not expected to return for laboratory analysis as it was disposed.